Manufacturer narrative:
The facility biomedical engineer was unable to duplicate the reported issue. The facility biomedical engineer reported that he ran the unit for 6 hours and the issue did not recur. The presence of the multiple error codes suggest that n spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The facility biomedical engineer stated the device successfully passed performance specification testing. No parts were replaced. Patient information was requested; none was available.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed with vent inop due to a data acquisition pcb adc reference failure. There was no patient harm